Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the vs4 locked up and is frozen on screen. There was no reported patient impact.